Event description:
During a hand assisted lap sigmoid colectomy procedure, the bottom ring broke inside the pt and tore the device. No material was left in the pt. Used another like device to complete the procedure. There was no pt consequence.